Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. This medical surveillance specialist was able to contact the patient on september 8, 2010 to clarify information obtained during the initial phone call. After the power issue began (B)(6) 2010, the patient reportedly was unable to obtain her blood glucose reading on the subject and was guessing how much insulin to take for a month. One month after the product issue began, the patient reportedly felt sick, dizzy, and had frequently urination. The patient tested on a doctor's meter at "430 mg/dl" and was treated by her healthcare provider with insulin. The patient was unable to obtain a blood glucose meter until she contacted lifescan on (B)(6) 2010. Reportedly, the patient had acute complications of diabetes with highs and low when she was without a glucose meter for approximately 2 months. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hyperglycemia and received medical treatment accordingly after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k k021819; ultrasmart.